Event description:
It was reported that cartridge alarm 20 occurred and issue did not involve load process, with history of similar alarms on same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup, and technical support confirmed pump details, provided storage and return instructions, and arranged replacement pump within warranty with verified shipping address.